Event description:
The customer called and reported she was experiencing unexplained low blood glucose. When the customer came home from work, her blood glucose was 37 mg/dl. At the time of the report, the customer's blood glucose was 313 mg/dl and she had treated with food. Customer bolus to correct her blood glucose. Troubleshooting was performed. The customer reported the basal rates in the insulin pump were accurate. It was found there were no unusual events, such as the doctor changing the basal rates or the customer starting to exercise. The insulin pump was not exposed to a strong magnetic field. Customer was advised to speak with healthcare provider regarding low blood glucose. She was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.